Event description:
An optometrist reported that after bilateral lasik surgery, patient presented post operative appointment with dry eyes, glare, and halo left eye. Patient was prescribed rewetting drops and alphagan to help reduce the glares and halos. This report references the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).